Event description:
Additional information received indicated the cause of the event was unrelated to the device. It was stated the patient recovered without sequelae.

Event description:
Additional information received by the daughter of the patient reported the patient had a heart attack and a stent placed (B)(6) 2013, eleven days after initial implantation. The patient was discharged from the hospital on (B)(6) 2013. The patient's post- hospitalization follow up appointment was scheduled for either (B)(6) 2013 with the physician assistant, or (B)(6) 2013 with the physician. The daughter of the patient also indicated she was not sure if the patient's implant was programmed or turned on, but the patient did not feeling any stimulation. It was noted that the patient's urinary symptoms were worse than prior to the implant. It was stated the patient "cannot hold urine at all," and he "couldn't stop urinating." It was reported that the following monday after the patient was implanted, his blood sugar "spiked" for a week, and that the patient had pain in his abdomen. Reportedly, the patient was prescribed antibiotics at that time, and sent home. It was stated the patient had a history of high blood pressure and diabetes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that they were asking how to turn stim off. The patient was at a hospital and was being treated due to a heart attack. If additional information is received, a follow up report will be sent

Manufacturer narrative:
Product ID: 3093-28, lot# va05efn, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).